Event description:
Boston scientific provided the following information: this lead exhibited loss of capture (loc), noise, and insulation damage. The patient was reported to have experienced a syncope episode. This lead was capped and replaced. No additional patient effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.